Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked display window corner at the upper right side corner, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 8.7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.